Manufacturer narrative:
It was reported that a male patient underwent a left sided atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received on 1/18/2019, indicating that the event occurred during the ablation phase. Pericardiocentesis drain was removed after 3 days, with no further surgical intervention necessary. Extended hospitalization was required as a result of the adverse event. The patient was in the hospital until drain removal and re-initiation of anticoagulation. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Complex atrial flutter circuits with extensive ablation in the left atrium and from within the coronary sinus were cited as a factor that might have contributed to the adverse event. No error messages were observed on any biosense webster inc. (Bwi) equipment during the procedure. An echocardiogram was performed post-procedure and showed no recurrent pericardial effusion. The patient's date of birth is (B)(6) 1958 and weight at the time of the event was 125.6 kg. Age and weight of this report have been updated. The patient had a history of being on anticoagulation with eliquis. Transseptal puncture was performed with a brk xs transseptal needle. A fast-cath sl1, ref: 406849, 8.5f sheath was used during the procedure. The generator was used in power control mode with max power at 35 watts and normal thermocool sf settings. The power did not titrate during the ablation. The smarttouch catheter was not in close proximity to another catheter. The carto® 3 system did not indicate to re-zero the catheter. However, the catheter was zeroed after the initial warm-up phase, post catheter connection to the carto® 3 patient interface unit. The catheter irrigation was set within automatic smartablate pump settings for stsf. The patient received anticoagulant (heparin) during the procedure with an activated clotting time (act) of 300-350 seconds. On 1/29/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. Concomitant products: carto 3 system (model# unknown, serial# unknown); brk xs transseptal needle (model# unknown, lot# unknown); fast-cath sl18.5f sheath (model#, lot 406849). Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a left sided atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on 2/6/2019. The investigational analysis completed 2/26/2019. The device was visually inspected and it was found to be in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection testing was performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent a left sided atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 200 cc¿s of fluid from the pericardium. The patient was reported to be in stable condition. The physician did not comment on the possible reasons for the adverse event. There¿s no information regarding extended hospitalization or patient¿s outcome. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.